Event description:
It was reported that during implant the lead would not achieve acceptable threshold values. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: analysis was normal and no anomalies were found. Damage to the suture sleeve observed is consistent with explant damage. Initial reporter. Unknown.